Manufacturer narrative:
This report is filed on october 15, 2019.

Event description:
It was reported that the patient experienced a loss of osseointegration (date not reported). The implanted device remains. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.